Manufacturer narrative:
The customer technical specialist (cts) assisted the customer in locating disconnected tubing (210) from the blood sampling valve (bsv). The customer was able to re-attach the tubing resolving the leak. The customer performed startup to verify the instrument was no longer leaking. (B)(6).

Event description:
The customer reported that approximately 20 ml of uncontained diluent leaked from a coulter lh 780 hematology analyzer onto the floor during startup. There were no error messages reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.